Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were used in subsequent cases with the exception of the tip up fenestrated grasper, site review shows no complaint filed against the instruments. An image submitted by the customer was reviewed by an isi clinical development engineer (cde) and the following information was obtained: "the attached image shows a piece of excised tissue. On the left side of the tissue, a staple line can be seen with an opening in the middle of it, with internal contents visible through the opening. I cannot make any assessment of what caused the staple line leak from this photo alone. Like the report indicated, complications like leaks can occur despite proper function of the stapler instrument and are a known complication of any stapling device. " the logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: logs show that pn 480460-09, lot k91201021-0067 fired qty 5 reloads (all blue). All firings were completed per the logs without any pauses for compression. There was one incomplete clamp in the procedure, on the first install. The complaint was reviewed by an isi medical safety officer and the following information was obtained: the patient had crohn`s disease which is a transmural disease of the intestines. Patients with this condition have a higher rate of surgical complications such as anastomotic leaks. This complaint is reportable due to the following: after a da vinci-assisted ileocecectomy procedure in a patient with crohn`s disease, the patient had a leak from the middle of the staple line on the third post-operative day and underwent a reoperation to repair the leak. An ileostomy procedure was carried out on the patient. The original procedure was thought to have been completed successfully at the time and there was no reported malfunction of the sureform 60 stapler and blue reloads used. At this time, the cause of the post-operative complication is unknown. This event is considered a reportable adverse event as the patient had a postoperative leak requiring surgical repair. Although there was a hole noticed in the staple line in the resected specimen, the original procedure was completed successfully without any allegation of a malfunction of a da vinci system, instrument or accessory. Moreover, the patient had crohn`s disease, which predisposes the intestinal tissue to surgical complications such as anastomotic leaks. There is no other malfunction to consider.

Event description:
It was reported that after a da vinci-assisted ileocecectomy procedure, the patient had a leak on the middle of the staple line. The original procedure was thought to have been completed successfully at the time. The surgeon assured proper profusion before stapling. Later,the patient underwent a reoperation to repair the leak via an open procedure. On 26-may-2021, intuitive surgical, inc. (Isi) followed up with isi clinical sales representative (csr), who was not present during the procedure, but who spoke to the surgeon and obtained the following information: the name of the procedure was ileocecectomy. The indication of the surgery was for crohn`s disease. The procedure date was (B)(6) 2021 and the patient was re-operated on (B)(6) 2021. The stapler involved was a sureform stapler 60 but is unknown which stapler fire was associated with the leak. The surgeon used the stapler to perform a side-to-side anastomosis between the ileum and the colon. There were no issues detected with the stapler during the first procedure. The stapler did not have any clamping issues, there were no errors seen on the system, the staple line was inspected after the firing and there were no missing staples from the staple line. The reload was not stuck on tissue and the same stapler was used for the rest of the procedure. The perfusion of the ileum was checked before performing the anastomosis using firefly and it was found to be adequate. It is unknown whether a leak test was performed after the anastomosis. There was no tissue calcification, previous exposure to chemotherapy/radiation or tissue tension. An exploratory laparotomy was performed on post-op day 3 and a leak was found in the middle of the staple line. The surgeon performed an ileostomy for the patient. It is unknown if the patient was admitted to higher level of care or was transfused with blood. It is unknown if the stapler or the reload will be returned for analysis. On 03-june-2021, isi followed up with robotic coordinator and the following information was received: the sureform 60 stapler and reloads have been discarded and are not available for failure analysis. Isi has attempted to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.